Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. The customer reported that the pump turned back on after charging the pump. However, once the pump turned back on, it was reported that the touch screen was unresponsive. It was also reported that the wake button was not working. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose was 228 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.